Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer reported that the air bubbles were hard to remove from the reservoir. The customer reported that the reservoir was generating air bubbles. The customer's blood glucose was around 150 mg/dl at the time of incident. The customer's blood glucose was 71 mg/dl at the time of call. The reservoir will be returned for analysis.